Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine check and noise was noted on atrial and ventricular leads. The noise presented via false episodes of ventricular high rates and automatic mode switch. The noise was reproduced via pocket manipulation and isometrics. The patient had not been checked in ~18 months, and reported never having any symptoms. There were no other sensing, threshold, or impedance changes on either lead. The doctor chose to make no changes and continue to monitor the patient normally.